Event description:
The customer reported obtaining multiple 0.00 ng/ml troponin I (access® accutni+3) results, for several patients, involving the access® 2 immunoassay system. The customer unloaded the reagent pack from the instrument and noted it was not punctured properly, and the pellet in the front well was not re-suspended. The customer also noted the white label on the pack (by the elastomeric seal) was not seated correctly. The customer loaded a new reagent pack and noted qc failed. The customer observed a pipettor motion error, device failed during timing pitch error, and pipettor z move to location position out of range error. The system also produced multiple qns (quantity not sufficient) flags. The patient samples were then reanalyzed at an alternate reference laboratory. It was determined that there was one discrepant troponin I (access® accutni+3) result. One patient sample, with a previous result of 0.09 ng/ml, resulted as 0.00 ng/ml on the event date. The sample was analyzed at the reference laboratory and recovered a result of 0.07 ng/ml. The customer contacted the nurse informing of the discrepant troponin I results. The customer indicated there was no report of patient injury or change in patient treatment associated with this event. The patients' samples were collected in lithium heparin plasma tubes and centrifuged at 4,450 rpm (rotations per minute) for ten minutes, at ambient temperature. Beckman coulter advised the customer to discontinue use of the instrument. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) noted some of the reagent packs were punctured to the right. The fse attempted to align the reagent carousel and noted the number was at 15, the cutoff mark. The fse removed the reagent carousel and adjusted the home and index sensors. The fse then replaced the pipettor probe and primed the system and completed a successful system check. Service activity performed was verified to meet the specified requirements per established procedures. Results met published performance specifications. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the damaged reagent pipettor. A definitive cause of the damaged pipettor is unknown. Beckman coulter continues to track and trend any incident related to this issue.